Event description:
Per independent repair center statement the unit would not start. The key failure was the manifold was stuck. Additional malfunctions include the power cord was burnt/broken, the strain relief for the cord was replaced, the hose clamp for the manifold was replaced, and the zip ties for the manifold were replaced.